Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing. Monitor sn (B)(4) was returned to zoll manufacturing and investigation is currently underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Incoming functionality testing confirmed that the electrode belt's ECG acquisition and pulse delivery circuitry was fully functional. There is no allegation or indication to suggest that the device caused or contributed to the patient's death. Device manufacture date: monitor: 02/05/2010; electrode belt: 02/16/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. The patient was at the hospital and unconscious at the time of the event. Hospital staff were present at the time of the event. Review of the event indicates that the patient experienced an appropriate treatment event on (B)(6) 2016. The patient was treated two times while in a rhythm of ventricular fibrillation (vf). The post-shock rhythm of the treatments was vf. The response buttons were not used throughout the event. The lifevest was subsequently removed and the patient passed away on (B)(6) 2016.